Event description:
The pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was not returned to animas for evaluation. Evaluation demosntrated that the pump was operating within required specifications and delivery accuracy.